Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by cubie drawer failure. The field service engineer connected with the customer to recover the drawer and found pocket e1 had a broken lid, it was ejected and returned to the pharmacy. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie drawer failure. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.